Manufacturer narrative:
Only meter serial number (B)(6) was received for investigation where it was tested with retention test strips and quality control materials. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 43,42,43 mg/dl level 2: 301, 296, 296 mg/dl all results are within the acceptable range. There was no information provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The ER department at the site claimed the glucose results from the meter were 20 points different from the laboratory result. The customer performed patient comparisons. All comparisons were performed 2-3 minutes apart. The repeat meter test was performed within a few minutes. Patient 1 laboratory result was 94 mg/dl and the meter results were 72 mg/dl and 73 mg/dl. Patient 2 laboratory result was 103 mg/dl and the meter results were 68 mg/dl and 72 mg/dl. Patient 3 laboratory result was 89 mg/dl and the meter results were 68 mg/dl and 58 mg/dl.